Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There were no button error alarms found and no traces of moisture were found at electronic or motor assemblies per visual inspection. The unit had minor scratches on the lcd window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated the device may have been exposed to moisture. The customer's blood glucose level was 176 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.